Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text: evaluation findings are in section h.11.

Event description:
It was reported ¿during inserting PICC to patient cap is leaking (where guidewire is coming) and while aspirating they saw air coming.¿ additional information received 6/9: it was reported they did not continue to insert the PICC into the patient, no harm done. The customer stated the guidewire is ¿different feeling¿ than previous material, the cap is different size than previous, and the guidewire is not in the middle of the cap (as it used to be). No chemo. 08/17/2023- four devices were returned for evaluation. This report addresses the fourth device.